Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer reported that their sensor said it was 40 mg/dl, however customer checked their blood glucose level and it was 108 mg/dl. Customer reported that they tried to bolus for high blood glucose level and they came down to the 60 mg/dl. Customer was unable to calibrate and they got kicked out of the auto mode. Customer did received calibration not accepted alert and change senor alert. The insulin pump will not be returned for analysis.